Event description:
Customer reported that they restored quality control even when the parameters were failed. Customer also reported that they ran a patient sample while quality control was not run on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
The customer should not have run patient sample when quality control (qc) was failed on the instrument. Customer indicated that patient was treated based on symptoms upon arriving to the emergency department and not upon the sample blood gas results. Customer also indicated that there was no delay in patient treatment or care based on the blood gas results. The event has occurred due to an operator error. The instrument is performing as intended.